Manufacturer narrative:
An investigation will be conducted to determine the details which led to foot switch fail and the root cause associated. Product experts will perform a thorough investigation on the parts requested for return. A follow up report will be submitted when additional details become available and at close of investigation.

Event description:
It was communicated that during a "fluoro exposure" the physician removed his foot from the foot switch and the "radiation stayed on" and did not stop as expected. The physician tapped the foot switch again and radiation went off. No injury was communicated from the user facility in the context of this event. No hints are given that this event represents an adverse event.